Event description:
Patient admitted to hospital for left open shoulder decompression, excision of distal clavicle, rotator cuff repair, subscapular repair and closed manipulation. Prior to the patient being anesthetized, the anesthesiologist performed a pre-check on the anesthesia machine and found that the "no output" alarm came on datex-ohmeda desflurane vaporizer. The anesthesia technician was called. It was noted that there was no desflurane liquid gas in the vaporizer. The anesthesia tech tried to fill the vaporizer with two different bottles of desflurane but the vaporizer would not accept the gas. The anesthesiologist choose to use a different anesthetic agent. The anesthesia machine and datex-ohmeda desflurane vaporizer were sequestered for evaluation and analysis by manufacturer's representative. Patient did not sustain any injury since the problem was noted prior to her anesthesia being started.